Event description:
A healthcare professional reported that an inclusive tapered implant driver was defective and dropped the implant. There was no patient contact while placing implant on driver. No other information was provided.

Manufacturer narrative:
The device is expected to be returned. Once the device is received an investigation will be performed and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4). This is the second of two complaints for the same patient, related MDR number: 3011649314-2024-00620.